Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: five still images and one media file related to the referenced event were provided for review. No fluoroscopic valve check was available to confirm whether the valve was initially misloaded. Additionally, no computed tomography (CT) imaging or procedural executive summary was provided to assess anatomical considerations. It was reported that following predilatation, the valve was positioned at a high implant depth. The available evidence indicates that the valve was introduced into the patient and deployed to the point at which recapture was no longer available. It was further reported that, due to the shallow implantation depth, an attempt was made to recapture the valve. The available evidence suggested that recapture occurred within the annulus. Per the medtronic instructions for use (IFU), the valve frame must be monitored during recapture to detect any evidence of infolding. The presence of an inward fold or crease extending from the inflow, visualized as a dark line under fluoroscopic inspection, may indicate valve infolding. If infolding is identified and the patient¿s condition permits, the IFU instructs that the valve should not be released. The s ystem should be fully recaptured, removed, and discarded. Replacement requires use of a new valve, catheter, loading system, loading tray, and saline. Predilatation is strongly recommended prior to subsequent implantation attempts to reduce the risk of infolding. If initial predilatation does not prevent infolding, valve sizing should be reassessed, particularly in the setting of complex anatomy. If an infold is detected and the valve is removed, consideration should be given to a slightly lower implantation depth during subsequent valve deployment to allow additional space for frame expansion. The available evidence suggested that the valve was recaptured and subsequently redeployed within the annulus, at which time an infold was present. An infold is characterized by the appearance of a dark line within the valve frame on fluoroscopy. Per the IFU, if an infold is identified, the device must be removed and replaced with a new valve and delivery system, including new saline. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, two deployment attempts of the valve were made. A procedural delay resulted from the valve infold as a second valve was loaded. Per the physician, the patient's moderate to severe calcification particularly in the left coronary cusp (lcc) may have contributed to the valve infold.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013314354); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0013259694); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation via left subclavian access was performed. Predilatation was performed using a 24 × 60 mm non-medtronic balloon;. The initial valve deployment was positioned too high, and despite repositioning attempts, infolding of the valve occurred. The valve was discarded and a new valve was successfully implanted. Both the valve loader and the implanting operator were experienced users.